Manufacturer narrative:
Device expiration date: unknown. Device manufacture date: unknown. Investigation summary: one photo of a loose 3ml integra syringe was received and evaluated. It was observed the plunger rod was in the bottom out position and the cannula appeared to be retracted. No defect could be confirmed. The defect was not confirmed and the potential root cause could not be defined. At this time, no corrective actions are necessary. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Investigation conclusion: n/a. The reported defect was not identified in the samples received.

Event description:
It was reported that the unspecified bd syringe experienced premature needle retraction (premature). The following information was provided by the initial reporter: material no: unknown. Batch no: unknown. We had an incident of a retracting syringe that nursing staff report retracted prematurely while in the middle of administering haloperidol decanoate. The lot number of the batch is unknown.